Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "check clutch, plunger lever" alarm message. Functional testing included occlusion testing and was unable to duplicate the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel course error. Patient involvement is unknown.